Manufacturer narrative:
Omit : e2401 - insufficient information, f24 - insufficient information. Bd learned from the customer that the event reported under separate MFR report # 2016493-2023-168126 is the same event that was detailed in this MDR (MFR report #2016493-2023-136615). This supplemental report is submitted to report the additional information contained in MFR report # 2016493-2023-168126/user facility report # 0505160000-2023-8006.

Event description:
It was reported on 3/1/2013 @1015, that the pump module had an over infusion of 100 ml of vasopressin with a concentration of 0.2 units/ml. There was patient involvement, but the impact is unknown. Although requested, further information was not provided. Received a copy of the customer's medwatch report from FDA which states, ¿rn hung vasopressin in evening, cosigned at bedside with pharmacist. Approximately 45 minutes later rn noticed patient's bp was more elevated than expected, rechecked her lines/drips and recognized that the whole 100cc bottle had infused within 30-40 min when it was programmed to run in the smart pump at 9 ml/hr which would take closer to 10 hours to infuse a whole bottle. Patient had oozing of blood around abdominal wound vac. Unsure if elevated bp from event may have lead to increased bleeding. Hgb on labs done morning of event in early morning was 7.0. Repeat hemoglobin after 1 unit of prbc given was 6.5. Current vasopressin drip stopped; other vasopressors turned off."

Event description:
It was reported on (B)(6) 2013 @1015, that the pump module had an over infusion of 100 ml of vasopressin with a concentration of 0.2 units/ml. There was patient involvement, but the impact is unknown. Although requested, further information was not provided.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, g, b, c d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported on 3/1/2013 @1015, that the pump module had an over infusion of 100 ml of vasopressin with a concentration of 0.2 units/ml. There was patient involvement, but the impact is unknown. Although requested, further information was not provided.